Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was struck by a motor vehicle while crossing the street in the power wheelchair. Hoveround's owner's manual warns end users, "to avoid serious injury or death from being struck by a motor vehicle, cross roads at locations where you are most visible to motor traffic." Motorized wheelchair was disposed of.

Event description:
End user reports while operating the motorized wheelchair, she was struck by a motor vehicle as she crossed the street. As a result of the incident, the end user was hospitalized.